Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed based on the results of the investigation, the issue is attributed to an environmental temperature problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the broncho videoscope's camera cover was burned. There were no reports of patient involvement.